Manufacturer narrative:
Results: a lens work order search was performed and no similar complaint was found.

Event description:
The reporter stated, a cq2015a collamer aspheric three piece lens was inserted and removed due to the haptic was incorrect. Additional information has been requested, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.